Manufacturer narrative:
The device was returned for analysis. The reported suture break was not confirmed as the suture was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the electronic proglide instructions for use states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. Based on review of the reported information, the reported difficulty appears to be related to the status of training as the physician has not been trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. The physician is reportedly not trained in the use of the proglide device. Reportedly, in step 3 at the time of extraction, the suture is broken leaving the knot outside the artery. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.